Event description:
A recent download from a female patient revealed several "battery pack fault" flags. Further review of the flags showed that these all occurred on the same battery pack. Lifecor customer support called the patient and exchanged the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified, but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.